Event description:
The customer reported being hospitalized due to ketoacidosis and high blood glucose of 499 mg/dl. Troubleshooting was performed. The customer mentioned that the sensor has not been functioning. The time, date, settings, and programming were correct. Reviewed the alarm history and found no delivery alarms. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the customer to remove the cannula, and it was bent and occluded. Reminded the customer to change the infusion set every two to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.